Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not tell customer that they were running high. Customer's blood glucose level was 324 mg/dl which was corrected through needle, customer was feeling ok after trouble shoot, product will not be replaced.